Manufacturer narrative:
Our field service engineer advised customer to check the gas modules. According to the information received from the technician, the replacement of the air and o2 gas modules solved the issue. The customer replaced the gas modules himself. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas modules regulate the inspiratory gas flow and a faulty air/o2 gas modules may affect the delivered volume or gas mixture (o2/air). The device's logs and the parts were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).